Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to myopotential oversensing when programmed in secondary vector with one time gain. Noise with low r-waves and high t-wave amplitudes were seen. Technical services (ts) was consulted during troubleshooting, and it was determined to reprogram the sensing vector to alternate with two time gain. The s-ICD remains in service and no additional adverse effects were reported. The initial reporter name has been requested, but is not available to date. If it becomes available, the report will be updated with that information.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to myopotential oversensing when programmed in secondary vector with one time gain. Noise with low r-waves and high t-wave amplitudes were seen. Technical services (ts) was consulted during troubleshooting, and it was determined to reprogram the sensing vector to alternate with two-time gain. The s-ICD remains in service and no additional adverse effects were reported. Additional information was received that the patient received another inappropriate shock due to low r-wave amplitude when in alternate sensing vector. Technical services (ts) was consulted and discussed troubleshooting and programming options. The s-ICD remains in service and no additional adverse effects were reported.